Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical surgery for colon cancer procedure, while dissecting colon tissue, staple line was incomplete distally. It was also noted that staple did not form b shape. Hand sewing was done to fixed the staple line.